Event description:
It was reported that this implantable pacemaker was explanted due to unknown issue. A new device was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker was explanted due to unknown issue. A new device was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information as received from patient's advocate indicating patient was suffering from shortness of breath.